Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangio-pancreatography (ercp) for a biliary stone lithotripsy, the device was successfully placed over the stone, however, the device could not crushed the stone and could not be withdrawn from the pt. The user facility reportedly crushed the stone with a mechanical lithotriptor (bml-110a-1) and could retrieve the device from the pt and complete the procedure using the bml-110a-1. It was reported that there was a slight bleeding in the papilla, however, the pt was doing fine.

Manufacturer narrative:
Omsc followed up with the user facility to obtain more detailed info. The user facility reported that the event occurred due to the large size of the stone. The device referenced in this report was not returned to omsc for eval because the facility discarded the device. There were no abnormalities related to the phenomenon in the mfg record during the period in which the subject device was suppose to be manufactured.